Manufacturer narrative:
The product was not returned. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A director of surgical services reported that following an intraocular lens (iol) implant procedure, a patient was not happy with the vision and the iol was exchanged for a different iol model. Additional information has been requested.